Event description:
It is reported that, the device was implanted in 2005. Approx 1 yr post-op, the doctor had to do a girdlestone procedure and removed all the components. During the procedure, he realized that the liner had extruded out of the cup which was very well fixed. The locking mechanism was damaged and laid back into the cup, out of its normal position. Two of the polyethylene parts of the locking part of the cup were also broken. Explant date is unknown.

Manufacturer narrative:
Evaluation summary: x-rays are not available for review. Pt weight and build are unknown. No engineering analysis could be done with available info. Probable cause is unknown. Evaluation codes: no product was returned for evaluation. The device history records indicate manufacture to specification.